Event description:
Caller alleged discrepant results with the meter compared to the lab for pt#1. Results as follows: date: (B)(6) 2012, inratio inr: 1.8, lab inr: 11.3. Compared a few minutes apart. Pt was on IV antibiotics at the time of testing on inratio meter.

Manufacturer narrative:
Investigation pending.